Manufacturer narrative:
(B)(4). Batch # m91w0y. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was returned with the blade tip damaged at the distal end due to contact with the clamp arm after the tissue pad was melted away. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. It is possible that reported noise issues might have been caused due to metal to metal contact between the blade and the clamp arm. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, the disposable handpiece was making the noise of a saw. The surgeon had to change with another handpiece. No harm to the patient.